Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low and had seizure. The customer¿s blood glucose level was 54mg/dl at the time of the incident. The customer reported that they need sensor due hypoglycemia unawareness. The customer had low blood glucose caused by counting carbohydrates correctly, resulted in seizure. The husband treated with tube of glucose. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.